Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: deca d curve catheter (model # d-1079-230-s, lot# 17212377m). Carto 3 rmt (model # m-5830-01 ,serial # (B)(4)). Lasso nav catheter (model# d-1312-01-s, lot # 17223443l). Stockert ep shuttle rf generator system (model # 39d-76x, serial # (B)(4)). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent a pulmonary vein isolation procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade which required pericardiocentesis and surgery. The incident happened just before ring completion could be achieved. The patient's blood pressure dropped significantly, the doctors investigated for pericardial effusion. The patient was stabilized with medication and pericardiocentesis. The patient was then transferred to theatre for surgery. Later, the physician mentioned that he thinks the deflection mechanism of the st. Jude medical agilis sheath was defective. It was noted that this patient had a medical history of persistent atrial fibrillation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2015. The patient weighted (B)(6). The patient was stabilized and a pericardiocentesis was done. The patient was then transferred to theatre for surgery and midline sternotomy with exploration of the left atrium was performed with no identification of a bleeding site. No bleeding site or perforation was identified at thoracotomy following the tamponade, so surgeon was not sure where the bleeding came from. The surgeon mentioned that the perforation could have been quite small and closed over before surgery or that a pulmonary vein could have been the site of bleeding, although this would be less likely as no ablation was performed inside the veins. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Patient fully recovered with no residual effects but required to extend 13 days of stay in hospital as a result of open heart surgery. (B)(4).